Event description:
Specific feedback on the two issues: the silverway entered the thyrocervical branch with left radial arterial access. Psa. Had to coil embolize. Delayed CABG. The silverway wire exited into branch or dissection plane resulting in delay of procedure. General feedback on the wire: wire is harder to control. Almost too lubricious. Lacks adequate tactile feedback.